Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance with resetting the pump, and the malfunction code did not recur. Cts instructed the customer to call back if any issues arise, and the customer understood these instructions.